Manufacturer narrative:
Implantation of a vad is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures and the use of the device are associated with numerous risks. Right heart failure and respiratory dysfunction are known potential adverse events associated with the implantation of all vads as outlined in the instructions for use (IFU). It usually develops within the first 24 hours after lvad implantation. Although unusual, it may occur at longer post implant intervals, which may be due to progression of chronic heart disease or right ventricular infarction. The IFU addresses guidelines for optimal patient management both pre and post operatively including treatment related to right heart failure. Clinical and patient factors may have contributed to the events. With review of the available information and as reported, there is no evidence to suggest a relationship to any device performance or manufacturing issues to the events. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Implantation of a vad is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures and the use of the device are associated with numerous risks. Right heart failure and respiratory dysfunction are known potential adverse events associated with the implantation of all vads as outlined in the instructions for use (IFU). It usually develops within the first 24 hours after lvad implantation. Although unusual, it may occur at longer post implant intervals, which may be due to progression of chronic heart disease or right ventricular infarction. The IFU addresses guidelines for optimal patient management both pre and post operatively including treatment related to right heart failure. Clinical and patient factors may have contributed to the events. With review of the available information and as reported, there is no evidence to suggest a relationship to any device performance or manufacturing issues to the events. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
The perfusionist at the hospital reported that the patient developed right ventricular failure following left ventricular (lvad) implant requiring extended use of inotropic therapy. The patient developed adult respiratory distress syndrome (ards) post-op as well and was never extubated. The site described patient as "failure to thrive." A family meeting held and care was withdrawn on (B)(6) 2015. The patient expired later that day. No autopsy was performed. It was reported that the patient's death is not related to device malfunction and therefore, no equipment will be returned.